Event description:
Injection of synvisc to right knee. Pain began next day, worsened and became unbearable. Four day hospitalization. Diagnosed with pseudo gout. Sent home on pain narcotics and anti-inflammatory meds. Not subsiding at all after a week. Fever, shaking chills, and nausea since the injection, plus relentless pain, cannot walk. Any movement of leg causes extreme pain. Osteoarthritis of the knee. Blood clot.